Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed de novo lesion was located in a moderately tortuous and severely calcified left popliteal artery. The physician advanced the 20mm x 2.00mm sterling es otw balloon to the lesion for predilatation. Upon the first inflation to 6atms for 30secs, the balloon ruptured. The device was removed intact. The procedure was completed with a 2.5 x 20mm non bsc device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).